Manufacturer narrative:
A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation. The complaint reported thermal issue is currently under the referenced CAPA investigation. No further post market lab investigation evaluation is required.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is getting very hot. It was also reported that the pdm is not holding charge.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.